Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. The customer spoke to educator on the phone regarding low bgs and treated bg by consuming carbohydrates, glucose tablets and juice. Reportedly the customer bumped into some things and experienced memory issues. Recommendation was made to consult with a healthcare provider regarding diabetes management.